Event description:
Doctor indicate loss of integration of 3 same lot number lodi implants in the same patients.

Event description:
Doctor indicate loss of integration of 3 same lot number lodi implants in the same patients.